Event description:
Info rec'd indicated that following implant, the pt had trouble coming off bypass. The surgeon reported activated platelets were observed during intra-operative inspection. The valve was abandoned and replaced after which the pt went to the ICU. The pt suffered an intra-operative right-side cardiac infarct and was difficult to perfuse. The abandoned valve was sent to pathology at the hosp. On 9/20/06, we rec'd info that the pt had died 3-4 days after the event.

Manufacturer narrative:
Analysis: due to the condition in which the valve was rec'd, we are unable to assess the cause for removal or complete a more comprehensive eval. The valve was rec'd cut into many pieces. Thrombotic vegetation is present on the inflow of the leaflet remnants. Also rec'd was a piece of mineralized host tissue encased in glistening off-white pannus. Report from hosp pathology states non-bacterial thrombotic vegetation. Sections show bland thrombus with virtually no inflammation. The surgeon reported no indication of any pt history of autoimmune diseases, such as lupus or apls. Conclusion: an exact cause for the event cannot be determined.